Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using truemetrix meter. Customer stated he had breakfast almost 2 hours ago and that he had too much syrup with his french toast. The customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. Customer is on an insulin pump and stated that he tends to run high and low at times. Customer administered 12 u of humulin via insulin pump while on the call. Customer was not concerned with the result of 57 mg/dl in the meter's memory. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/15/2019 and open vial date is about three weeks. The meter memory was reviewed for previous test result history: (B)(6).